Event description:
Boston scientific received information that this device system detected a shock impedance measurement greater than 125 ohms from the previous measurement of 100 ohms. All other lead measurements are within acceptable limits. The patient with this system was not experiencing symptoms as a result. A revision procedure was performed and the distal pin was reinserted. The system remains actively implanted. No adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Impedance testing was completed and all measurements were within normal limits. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This crt-d was explanted approximately five and a half years later for an unrelated anomaly reported on report.